Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels as low as 59 (mg/dl) for 2 days. Customer believed that the bg levels were caused by stress, exercise, eating new foods, and waiting too long between meals to eat. Customer consumed juice to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.